Manufacturer narrative:
The pump product was not returned for analysis from the (B)(4) facility. The data logs were also not returned, nor was imaging as requested, sent for analysis. The root cause of the reported limb ischemia, that prompted embolectomy, could not be determined. The failure mode will be monitored and trended. Should more information be shared, a supplemental will be drafted.

Event description:
After three days of successful support the impella 2.5 was removed from the patient in the (B)(6) facility. Upon removal the patient had a manual hold to achieve hemostasis. After an hour the limb was noted to be cold. The patient was treated by a fogarty embolectomy and thrombus was removed. The flow to the limb was restored and there as no lasting harm or injury.